Event description:
While setting up case for total hip replacement, hole noted in bottom of hip pack drape. Case broken down & set up with all new sterile equipment- another hole noted in hip pack. Again, case broken down and a third set up was begun. This was okay.